Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of 265 mg/dl and a bolus via the pump was delivered to address the high bg. The contact thought the high bg was due to "under dosing" for dinner. The contact reported seeing insulin exiting the tubing and declined tandem technical support's offer to troubleshoot.